Event description:
Hcp reported a patient was accidentally bolused as it was believed there was preservative free normal saline in the device system. The patient ended up in a serious condition. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).